Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 10ml syringe luer-lok¿ tip the syringe was broken there was a plastic void in the syringe. The following information was provided by the initial reporter: broken syringe-absence of plastic.

Manufacturer narrative:
H.6. Investigation: one photo of a loose syringe of unknown volume was received and evaluated. It appeared a large chunk of the barrel was missing near the bottom. Machine logs indicate there were product jams in the assembly machine during the manufacture of this batch. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel defect is associated with the assembly process. A physical sample is needed for a more thorough root cause. Adjustments have been made and the jams have been cleared since the manufacture of this batch. H3 other text : see h.10.

Event description:
It was reported that before use of the bd 10ml syringe luer-lok¿ tip the syringe was broken there was a plastic void in the syringe. The following information was provided by the initial reporter: broken syringe-absence of plastic.